Event description:
Philips received a complaint from the customer on the v60 indicating that the device is not turning on. Customer thinks it could be the 35-volt rail issue. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer emailed back and stated that no service is needed. Turns out it was something with the cable he was using to attempt to connect it to a pc since he did not have a null modem cable. Once he tested it with that cable unplugged, it started working again. It was confirmed that the reported issue was caused due to user error, no malfunction with the device. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.